Event description:
The customer reported that her blood glucose went over 350 mg/dl and that her vision was getting blurry. When the pod was removed, she noticed that there was no puncture mark and the cannula never deployed.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.